Event description:
During the surgical procedure of a laparoscopic assisted total abdominal colectomy with prostatectomy and ileal pouch with an anal anastomosis (j pouch) the stapler used to create the pouch should have provided hemostasis and it did not. Postoperatively the patient began bleeding and the patient had to be returned to surgery for exploratory laparotomy and evaluation for the bleeding. Examination of the j pouch revealed arterial bleeding from the staple line. The vessel was over sewn and hemostasis was obtained. Patient was discharged in 2006, in stable condition.